Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.00/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.